Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a blown fuse. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The device was visually inspected, functionally tested and the alarm log was reviewed. The cause of the blown fuse is unknown. To correct the condition, the fuse was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.